Event description:
Allegedly revised due to wear.

Manufacturer narrative:
Investigation is not complete. The event device code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in foreign country.